Event description:
Pt called lfs and alleged that their meter was displaying the battery symbol. The pt replaced the old battery with a new battery and the battery symbol was still on the display. The pt stated that the last time they tested on the meter was 2004, in the afternoon. The pt visited the physician's office and tested on the office meter, they do not remember the result. They did not receive any treatment at the physician's office. They did take their oral medication after attempting to test. The meter is being replaced for the pt.